Event description:
It was reported that the system 6800 locked up during a procedure with the patient under anesthesia. The system was rebooted and there was no further incident. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the single board computer needed to be upgraded. The single board computer upgrade kit was installed and the software reloaded. The system was tested and found to be working as intended and placed back into service.